Manufacturer narrative:
One 2.4x381 mm drill tipped passing pin was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The passing pin has broken approximately 1.212 inches from its distal end. The broken tip is damaged in a circular manner consistent with being sheared off during drilling. The corresponding shaft appears to have been bent and is missing a segment of material at the location of the bend. Dimensional assessment of all attributes of the passing pin that could be measured were found to meet print specifications. The observed damage appears to be the result of excessive force being place in the form of bending during drilling. Per the device IFU under precautions ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). The site has reported that the device is available for evaluation, but to date has not been returned. (B)(4).

Event description:
During an acl reconstruction procedure it was reported that the passing pin broke. A 2.4mm passing pin was used to prepare the femoral tunnel. As the device was drilling through the lateral femoral condyle the tip of the passing pin sheared off and broke approximately 2cm from the distal end of the tip. A new passing pin was used and the procedure was completed. An extra incision around the knee and further surgical time (unknown length) were needed to retrieve the broken tip. All of the broken pieces were removed. The site preparation was indicated that there was no pre-drilling or tapping. The patient's post-operative condition is reported to be okay.